Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was conjugate splash. Hm maintenance was performed by a dade behring clinical application specialist. The instrument is operating within specifications.

Event description:
Falsely elevated troponin I results were obtained on six pts. The results were reported to the physician who questioned the results. The samples were retested on an alternate analyzer and results of <0.35 ng/ml were obtained on all six samples. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was a faulty hm pump cassette installation.